Manufacturer narrative:
The suspect device was not returned for evaluation. The photograph provided showed the coil had unravelled, but were insufficient to determine a root cause. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaint for this lot number was found.

Event description:
The account alleges that while advancing the dilator sheath over the guidewire, resistance was encountered, and the sheath could neither be advanced nor withdrawn. Both the guidewire and sheath were then removed together, revealing that the guidewire surface was frayed, likely due to relative cutting interaction with the puncture needle, resulting in a significant segment of deformation. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.